Event description:
A dr reported that a pt had been mistreated with insulin based on readings obtained on his meter in mmol/l, which is the incorrect unit of measurement. The pt was taken to the hosp feeling very tired. He was released after 24 hrs. Further info is being requested to clarify the details of this case, as it would not be expected for a pt to be mistreated with insulin if their meter was reading mmil/l rather than mg/dl.